Event description:
It was reported that a 4.5 mm variable angle locking compression plate --curved condylar cracked or bent. The patient was originally implanted with the 4.5 mm variable angle locking lcp condylar plate and an unknown quantity of associated screws on an unknown date in 2012 or 2013. Part and lot numbers are unknown. Patient reportedly had significant bone loss at the time of the implantation leaving a void of approximately 8 cm which resulted in delayed healing, non-union and the eventual cracking or bending of the plate. The surgeon elected to remove the plate and associated screws and replaced them with a blade plate on the lateral aspect of the femur, a narrow large fragment locking compression plate on the medial side and medtronic infuse bone grafts. Explant and revision surgery were performed on (B)(6) 2013. This report is for one 4.5 mm variable angle locking compression plate ¿ curved condylar. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date during 2012 or 2013. Investigation could not be completed and no conclusion could be drawn because no device was returned and no part or lot numbers were provided.